Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were "74 mg/dl, 279 mg/dl, and 89 mg/dl". Tests were done within 10 minutes with a difference of 82%. Patient did not experience any adverse events. No further information has been reported.